Manufacturer narrative:
Additional manufacturer narrative: per the response, the device was explanted due to a paravalvular leak. No malfunction on the device nor infectious process. Device not available for return.

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests for the operative report, information regarding the event and availability of the product are currently in process. No additional information is available at this time.

Event description:
A response was received through sales indicating the device was explanted due to paravalvular leak and not due to a malfunction of the device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of 12 days (0.40 months) and was replaced by the same make, model and size device due to unknown reasons.